Event description:
The surgeon reported that a li61aor lens was inserted and removed from the pt's eye intraoperatively after the surgeon was unable to position the lens properly. The incision was enlarged, the lens was removed, and another iol was successfully implanted. Ref MDR #1119279-2011-00196 for the delivery device.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.